Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the lens was exchanged for the same model, different power lens and event resolved. In the surgeon's opinion, the device did not cause/contribute to the event. The surgeon reported that the pt discontinued use of contact lens one week before the final measurements.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/28/2011 by fax and mail. A completed questionnaire was received on 08/02/2011. Additional information was also received by phone on 08/05/2011. (B)(4).